Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occured in spain. It was reported that the patient experienced a hyperglycemia event on (B)(6) 2026, with levels remaining elevated for less than one hour. The event occurred as the patient used an incorrect priming process for the infusion set and the patient got treated with three units of insulin administered via insulin pen. No further information is available.